Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, a fifteen-year-old male child patient experienced kinked cannula symptoms/issue were noticed after three hours of insertion. His highest blood glucose level was 650 mg/dl and had high/ large ketones. However, the health care professional assessed the ketone level as not dangerous/life threatening. The infusion set had been used for 5 hours to 1 and a half days. Subsequently, they went to the hospital where the patient was administered an unknown medication (drug name unknown) intravenously. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.